Event description:
It was reported to boston scientific corporation that a conservia sling device was implanted into the patient during a procedure performed on (B)(6) 2017. The patient had to have a hysterectomy and was advised to undergo placement of small transobturator tape for small urinary leaks. After the implantation, from (B)(6), 2017, the patient had experienced some postoperative complications. The mesh had to be severed due to urinary retention. She had subsequent urinary tract infection, pain in the urethra, vaginal area, buttocks, thigh and a terminal constipation. Currently, the patient still has difficulty in urinating and urinary tract infections. Pain is also present in the vagina, urethra, buttocks and thighs, especially when sitting and squatting, and in the lower back.

Manufacturer narrative:
The exact patient age is unknown; however the patient was born in (B)(6). This event was reported by the patient. The healthcare facility name is unknown but reported to be in (B)(6). Report source (other): ansm materiovigilance report number (B)(4), submitted to ansm (french competent authority) by the patient. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.